Event description:
Boston scientific received information that when implanting this right ventricular lead with a subclavian approach, air was noted in the syringe, and a pneumothorax was suspected. To avoid further punctures the physician placed two guidewires into one introducer, removed the introduced and re introduced two separate introducers one over each guidewire. The physician then placed the lead. When attempted to extend the helix it was difficult to see the helix, and poor r wave amplitudes and high thresholds were noted. The lead was attempted to be positioned several times but the helix would not extend properly. A right atrial lead was then attempted to be positioned, but rubbed against the right ventricular lead and dislodged it. The right ventricular lead was repositioned again a new stylet, but was not successful. Both leads were finally placed and all measurements were satisfactory. The physician noted that the pneumothorax was not related to the system. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). Should additional information become available this investigation will be updated.